Event description:
It was reported that during a surgery a contaminant was observed on the head implant upon opening the packaging. The condition was identified during setup prior to use. There was no patient involvement. The surgery was completed with alternative implant.due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4).investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.